Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because, the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because, the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because, the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for hemorrhoidal banding, the physician selected a cook endoscopy 6 shooter saeed multi-band ligator. The loading catheter was used to load the ligator barrel onto the endoscope before inserting the endoscope (with loaded ligator) into the pt. During the loading process, the small blue hook located on the end of the loading catheter separated from the loading catheter. The loading catheter has a small blue hook at each end so the user was able to use the opposite end of the loading catheter to successfully load the ligator barrel onto the endoscope. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.